Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an inappropriate lead impedance warning. It was also reported that the right atrial (ra) lead exhibited high and rising thresholds and falling and low impedances. A ra lead dislodgement was suspected. The device and lead remain in use. It was further reported that the right ventricular (rv) lead was found to be displaced. The lead was explanted and replaced. No patient complications have been reported as a result of this event.